Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2005. It was reported that she has not utilized the device in over a year and is unable to communicate with the ipg via the charging system. A replacement charging system was shipped to the pt in an effort to resolve this matter. Follow-up on the pt found that she is still without stimulation. A consultation with the implanting physician will be scheduled to discuss further intervention.